Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: maude report (mw5097620).

Event description:
(B)(4) false positive sofia sars result for (B)(4) asymptomatic (off-label use at time of report) patient reported. Confirmation testing was reported done with pcr resulting negative. Site is testing approximately 100 staff weekly. Additional event is captured on a separate report.